Event description:
It was reported that the pt underwent an implantable neurostimulator repositioning (2005). The pt was hospitalized for revision. The pt recovered without sequela. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame.